Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI: (B)(4).

Event description:
Following a ICD replacement due to normal eri, a patient alert was triggered due to right ventricular (rv) oversensing. The device was reprogrammed and the issue resolved with no adverse consequences or inappropriate therapy to the patient.